Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged battery is unknown. To address the condition, the battery was replaced. The device was serviced and restored to a good working condition and returned to the customer. If any additional relevant information is received, a supplemental report will be submitted.